Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during the set up for a cori assisted surgery, it was noticed that a real intelligence cori kept showing an internal error and causing issues. The procedure was performed, after a non-significant delay, changing to a manual procedure. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. System appears to function normally during testing. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. Discussion with the software team indicates that this occurred due to an error with the use of the digital keyboard for creation of a new case or surgeon, which may result in an intermittent error due to the underlying application software. The most likely cause of the reported issue seems to be due to a resolved software defect which can result in intermittent errors when a new case or surgeon is generated. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. This defect was resolved in software v3.0.0.10. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.